Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer's blood glucose level was 140 (mg/dl). Tandem technical support confirmed during follow up that the customer was able to charge the pump successfully using replacement charging supplies.